Event description:
An elderly patient underwent robotic-assisted laparoscopic lobectomy during which when the sure form 45 curved tip was opened to the field and attempted to use with 2 different arms, drape replaced and tech support called, representative - conclusion was that staples were "faulty". Representative stated this to be sent back to manufacturer for credit. No patient harms, no delays in procedure.